Manufacturer narrative:
The returned 180 hand held ultrasound system that was used in conjunction with the transducer was tested for electrical safety per the test procedure. The system passed all electrical safety requirements. The system was then tested to the functional acceptance test. Testing occurred in 2007. The environmental conditions at the time of the shock were cold and dry. Based on the results of the testing performed and the environmental conditions at the time of the incident, it is our determination the most likely cause of the shock was electro static discharge.

Event description:
The technician was preparing to perform an ultrasound procedure on a patient. The technician reported receiving a shock from the transducer. The technician visited the doctor as a result of the shock with no issue identified. There was no mark or burn resulting from the shock.